Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer performed all transducer calibration, exhalation difference pressure calibrations and turbine differential pressure calibrations failed. The customer reported that main board seems defective. The customer reported that there was no patient involvement.

Manufacturer narrative:
Vyaire medical received the suspected failed component and performed failure analysis on the component. After testing and evaluation, the reported complaint was able to be confirmed and/or duplicated.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was able to be confirmed but not duplicated. The events log had recorded transducer faults. The combination of transducer faults at power-up/auto-zero with the successful calibration of all transducers indicates that the auto-zero solenoid can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.